Manufacturer narrative:
1. DHR/bhr review(lot#3080067): 1)this batch of products were assembled at intima ii auto line 2 in may 2023, and packaged at r240 package line in may 2023. Work order quantity was (B)(4). 2)review the in-process test reports and outgoing test reports, and all test results meet the product specifications. 3)review the production records with no nonconformance, deviation or rework activities. 2. No defective samples and photos have been received for the complaint. 3. The catheter of the retained sample of this batch of is examined under microscope, and no abnormality is found, (B)(4). 4. No similar complaints have been received from other hospitals regarding this batch of products. Conclusion(s): no abnormality is found on process and retained sample, and no similar complaints have been received from other hospitals about this batch of products. As the damage state of the catheter is not identifiable and the usage of the complained sample is unknown, the root cause of the leakage cannot be determined. H3 other text : see narrative.

Event description:
No additional information provided.

Manufacturer narrative:
H.3. If a device evaluation and/or device history review is completed, a supplemental report will be filed.

Event description:
It was reported that bd intima-ii y 24gax0.75in prn/ec slm leakedafter successfully puncturing a patient, a leak is found in the indwelling needle hose